Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across different episodes, the first one while the patient was changing a light bulb and the second one while the patient was using a towel after shower. Reportedly, it appears to be high frequency external noise and/or myopotential oversensing in the episodes. The patient was brought to the clinic where some provocative maneuvers were able to reproduce the noise. The vector was reprogrammed to alternate with double gain configuration and x-rays are pending. Technical services assessed the case and recommended additional reprogramming considerations. This implantable electrode remains in service and no additional adverse patient effects were reported.